Manufacturer narrative:
Further information was requested but not received. Correction: section h6, health effect, clinical code should have been "insufficient information" rather than "no clinical signs, symptoms or conditions". Health effect, impact code should have been "insufficient information" rather than "no health consequences or impact". Section h11 - "further information was requested but not received." Should have been submitted in 2017865-2026-02213.

Event description:
It was reported that there was an event of intermittent and under sensing on the ventricular channel of the patient's pacemaker. No intervention was reported. Patient status was not reported.